Event description:
Pt admitted for laparoscopic cholecystectomy. Pt c/o epigastric pain radiating laterally to back. Ultrasound revealed presence of gallstones. During the procedures the flapper and seal from the 10mm obturator & seal kit dislodged from the seal of the trocar and fell into the pt's body. It was retrieved by the surgeon, but it could have easily been left in the pt. No adverse affect to pt from this occurrence.